Event description:
The customer states that their device was reading high and they were taken to the hosp because they were having low blood glucose symptoms. The customer received a result of 497mg/dl and one hour later the hosp received a result of 42mg/dl. The customer took insulin for low blood, and they received an IV drip and food in the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.